Event description:
The user facility reported that during a diagnostic colonoscopy, a piece of tissue was dislodged from the biopsy channel of the colonoscope. The source of the tissue was alleged to be from the previous pt. The user reports that the exposed pt was tested for cytomegalovirus. The result is unk. The user facility reported that the pt is doing fine.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The biopsy channel was examined with a boroscope, and there was evidence of excessive scrape marks, tear and shear marks on the channel wall. This phenomenon can occur when a broken or open forceps is inserted inside the channel. These findings were attributed to physical damage. There were no signs of foreign material in the channel; however, insufficient reprocessing cannot be ruled out as a contributing factor of the user's experience. Olympus is filing this report as an MDR in an excess of caution.